Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient suffered an infection. The whole system was explanted. No reimplant was done. The patient was stable. Related manufacturer reference number: 2017865-2019-11995.